Event description:
It was reported that the patient's right ventricular (rv) lead exhibited over-sensing of unknown cause. No intervention or changes were reported and the patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.